Event description:
Boston scientific received information that, one day after the implant procedure of the associated right ventricular (rv) lead, this implantable cardioverter defibrillator (ICD) displayed an error message regarding an open circuit on the shock channel. High out of range shock impedance measurements were observed. Prior to the error message, a 41 joule shock was delivered without issue. A few days after the error message was displayed, a new ventricular fibrillation (vf) test was performed to verify the effectiveness of defibrillation. A shock of 41 j was successfully delivered with shock impedance at 38 ohms. This ICD and associated rv lead remain implanted, and no further issues were encountered. Boston scientific technical services (bsc ts) reviewed save to disk, and discussed the open fault was most likely due to a hardware limitation, and evidence indicates impedance measurements were within range. There were no adverse patient effects reported. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.